Manufacturer narrative:
Additional information added to d4: unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The lot was manufactured from september 17, 2020 - september 18, 2020. The actual device was received for evaluation. Visual inspection was performed and a black particle, measured to be 0.06 square mm in size was observed embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The embedded particles were identified to be polyvinyl chloride (pvc) material via ftir spectroscopy test. Pvc is the raw material of the device tubing line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black particulate matter was observed inside the tubing of a large volume infusor. This occurred during filling. There was no patient involvement. No additional information is available.